Event description:
Reportedly, the lead was used during an implantation attempt. The lead was tested with the psa and no sensing and no pacing. Three different psa cables was used and two psa brand analyzer. The lead was not implanted and a new lead was used.

Manufacturer narrative:
Summary of the investigation : the review of the quality documents indicated that the lead met all the requirements of the specifications during inspections. Deeper analyses were carried out in dry and wet conditions and revealed an internal low insulation between lines at connector level of the lead. This finding explains the reported electrical issues. One hypothesis is the detachment of the pu tube at the connector level but cannot be confirmed with the return sample. Ongoing actions are carried out to prevent it re-occur. The investigation results are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, the lead was used during an implantation attempt. The lead was tested with the psa and no sensing and no pacing. Three different psa cables was used and two psa brand analyzer. The lead was not implanted and a new lead was used.